Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an in-clinic follow-up, the right ventricular lead was found to be dislodged. The rv lead did not exhibit any electrical anomalies. During the lead repositioning, the helix would not retract. Hence, the rv lead was explanted and replaced. The patient was in stable condition.